Manufacturer narrative:
(B)(4). As the product was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was air in the patient line with no alarm during initial drain of peritoneal dialysis therapy on the homechoice. The patient was connected at the time of the event. During troubleshooting, nothing was found that could have caused or contributed to the air in the patient line. The technical service representative assisted the patient with ending therapy and reviewed proper procedures per user manual. There was no patient injury or medical intervention indicated at the time of the initial report. No additional information is available.